Event description:
It was reported that dr. Adopted a drill to a guide but felt resistance and the drill couldn't pass to the guide completely. Dr. Added force for passing the drill. The drill passed the guide with metal debris. However, the drill penetrated patient's tissue by overload. Dr. Used spare. The spare passed the guide smoothly. Dr. Checked the drill and found the drill shape was different from spare though catalog number are the same. However, the drill penetrated patient's dorsal skin which required sutured.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that twist drill, diam.2.0x102mm, wl 50mm, ao-shaft was alleged of issue s-17 (device damaged) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too much mechanical applied force during use (as indicated, added force was applied). The device inspection revealed the following: the returned twist drill bit shows clearly that the drill pitch, of almost the entire length, is indeed very badly deformed. Also some damages on the tip / cutting edges are evident. This gives us a clear indication, that far too much mechanical force had been applied and finally resulted in these damages. As indicated by the surgeon; added force passing the drill bit trough the drill guide resulted in metal debris. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that dr. Adopted a drill to a guide but felt resistance and the drill couldn't pass to the guide completely. Dr. Added force for passing the drill. The drill passed the guide with metal debris. However, the drill penetrated patient's tissue by overload. Dr. Used spare. The spare passed the guide smoothly. Dr. Checked the drill and found the drill shape was different from spare though catalog number are the same. However, the drill penetrated patient's dorsal skin which required sutured.